Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after tissue was clamped, cartridge articulated by itself and the indicator turned blue. The device became not to work. New handle and cartirdge was used without further incident. No pt harm. Add'l info: was any reinforcement material used in conjunction with the stapling device? No.

Manufacturer narrative:
(B)(4).